Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received undeployed. The formed needle did not protrude into the needle well. Upon removal of the top housing, the formed needle was observed having deployed into the bottom housing. Damages were observed on the eseal and bottom housing two shot. The chassis sub assembly was incorrectly installed, resulting in the cannula not deploying properly by the end of the priming sequence. The hard cannula was observed to be bent. This damage can be attributed to the needle deploying into the bottom housing.